Event description:
During a plf at l3-l4, l4-l5, the surgeon was having difficulty seating the locking cap at l3 left. After several attempts, the surgeon was able to seat the locking cap upon final tightening. After final tightening, surgeon noted that he believed the l3 locking cap "may be" sitting proud. Surgeon decided to leave the locking cap in place and complete the procedure.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.